Event description:
The physician was attempting to treat a lesion using an assurant cobalt device. It was reported that during delivery through the vessel, the catheter of the delivery system was broken. Part of the catheter remained in the patient, the tip was retrieved, but the balloon is partially detached.

Manufacturer narrative:
Evaluation codes, results: other (based on the information available no root cause can be determined) no results available since no evaluation was performed (no device returned for analysis) none (no device returned for analysis) evaluation codes conclusion: unable to confirm complaint (no device returned for analysis)other (based on the information available no root cause can be determined) (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem. Related to operational context (event was most likely due to use of the device during the procedure). Conclusion: operational context caused or contributed to the event (event was most likely due to use of the device during the procedure). (B)(4).

Event description:
The assurant cobalt device was inspected and prepped prior to use with no issues noted. Additional information confrmed that the procedure was reported as a "tricky case" with instent restenosis and resistance was experienced. Evaluation summary: the section of the distal inner material with the distal marker which had detached was kinked and stretched. The material at both detachment sites was jagged and uneven. The balloon material had torn in a radial pattern. There was approximately 18.0mm of balloon material remaining distal to the balloon bond; the remaining material was not returned. There was a longitudinal tear running along the balloon material from the proximal cone to the detachment site. The material was jagged and uneven at the detachment site. The expansion of the balloon material indicated that the balloon had been inflated prior to the radial and longitudinal tears occurring. The proximal marker was moving freely on the distal inner shaft. Crimp impressions were visible on the inner shaft. The inner shaft was kinked immediately distal to the balloon radial tear. The inner shaft was stretched and jagged at the detachment site.